Event description:
Placement of the catheter occurred three years earlier, from which time the catheter had been in situ without absolutely any problems. During removal, by surgical dissection of the cuff, the catheter fragmented into four pieces. The catheter had been used for chemotherapy treatments for three years.